Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The representative reported via phone call that the insulin pump was badly scratched on the screen that made the display hard to read. The customer also reported that the insulin pump had been making noises. The customer's blood glucose was unknown at the time of incident. The customer stated that they had a fall prior to the issue. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.